Event description:
It was reported that the bd glide¿ with tbl bd ultra-fine¿ needle insulin syringe experienced scale marking issues. The following information was provided by the initial reporter: marking on the syringe disappeared before taking the insulin dose.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd glide¿ with tbl bd ultra-fine¿ needle insulin syringe experienced scale marking issues. The following information was provided by the initial reporter: marking on the syringe disappeared before taking the insulin dose.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-jun-2022. H.6. Investigation: customer returned (3) loose samples. The returned samples were examined and exhibited the same condition as shown in the photo. One photo of a single, loose u-40 bd insulin syringe was provided. The customer reported that the marking on the syringe disappeared before taking the insulin dose. The photo was examined, and it was observed that several scale markings between the 0- and 25- unit markings were missing. A review of the device history record was completed for batch # 1109048. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications noted for missing print. There were two (2) notifications noted for scratched print. There was one (1) notification noted for missing zero line. There was one (1) notification noted for smeared print. There was one (1) notification noted that did not pertain to the complaint. Root causes: 1. Brass roller not tight enough to drum. 2. Oil on barrels. 3. Print head was loose.